Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017 at 9pm when she alleged obtaining a result ¿in the 200¿s mg/dl¿ using the subject device compared to a result of 475mg/dl using an emergency room (ER) meter. The measurements were taken more than 30 minutes apart therefore invalidating the inaccuracy comparison, additionally meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes using pills, diet and/or exercise and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient claimed experiencing symptoms of ¿blurriness and trouble talking¿ an unspecified amount of time before the alleged issue began, and reportedly received hcp treatment in the ER of 10 units of humalog insulin in response to the reported event. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used. The csr advised the patient that the wrong test strips were being used and also educated the patient on the expiry date of test strips. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurately low results, the alleged meter issue could not be ruled out as a cause or contributor to the event.